Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the event and began treatment with vancomycin injection (ongoing, 1gm, intraperitoneal, frequency not reported) and ceftazidime injection (ongoing,1gm, once a day each bag, intraperitoneal) for the event. Pd therapy was ongoing. At the time of this report, the patient has recovered and was discharged from the hospital. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.